Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for supra ventricular tachycardia (svt) the device had detected as ventricular tachycardia (vt). Follow-up was attempted with the physician; however, no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.